Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain 1. The patient stated that he was sleeping and awoke to the system error. The patient line had disconnected from the ''catheter'' (addressed in the referenced complaint). The patient stated they did not know how the line separated. Gts had the patient close the transfer set and explained the system error 2240. Gts had the patient cycle power and the hc alarmed with a system error 2367. Gts advised the patient that the system error 2367 ended therapy and they would need to start over with new supplies. Gts further advised the patient to contact their dialysis nurse regarding the system error and the line separating from the ''catheter.'' Gts advised the patient that when the patient line separates from the ''catheter'' the patient should immediately close the transfer set and place a minicap on it. Gts advised the patient to contact their nurse before starting therapy again. The patient elected to start over with new supplies. Product surveillance contacted the patient's nurse. She stated that the patient did not notify the clinic but had been seen twice since (B)(6) 2010, in clinic. The nurse stated no abnormalities were noticed with the patient's transfer set, and confirmed that the patient used the (B)(4) (minicap transfer set). The nurse further stated that the patient was most likely referring to their transfer set and not the catheter, since the patient line of the homechoice cassette does not directly connect to the catheter. The nurse stated the transfer set was still in use and was not replaced. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The transfer set was unavailable for evaluation as it was not replaced and was still in use.